Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unit alarmed unexpected restart error alarm after battery installation due to connection at interface board leaking voltage. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with broken battery tube threads. Unit received with stained end cap sticker. Unit received with minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive motor error alarms. Customer's blood glucose was 13.9 mmol/l. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to x-ray from airport; drive support cap appeared normal and customer was able to complete rewind process. Customer also reported that battery cap thread was a bit broken. Customer was advised that insulin pump would need to be replaced.